Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. The medwatch report represents 7 unreported malfunction events for model 3387, 4 malfunction events for model 7482, 2 malfunction event model 3389, 1 malfunction event for model 7495-25, and 1 malfunction event for model dbs lead for the above time period (all product code mhy). This total includes the event described in this report.

Event description:
The patient's wife reported the patient experienced new symptoms post implant: freezing, slurred speech, low voice volume, balance problems, overall weakness, cannot walk backwards, shocking patient "knocked out" from fall and "stitches ripped" from fall". The patient has been hospitalized twice for the symptoms since implant. The manufacturer representative stated the symptoms may have been caused by the fall; it was found that lead 3 was causing the parasthesias (shocking sensation) and since then the device has been reprogrammed off of lead 3 and to lead 2. The patient has not had a return of those of those symptoms, however, the symptom control was not optimal.